Event description:
A caller reported a tandem mobi cartridge alarm but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump. The customer did not have the most up-to-date software on their current pump, so they were informed that the replacement would include updated software. The customer agreed to use multiple daily injections as backup therapy to ensure continued insulin delivery. They were instructed to send the faulty pump back in a provided return box within ten days to avoid charges. The customer was guided on how to program their settings and connect their continuous glucose monitor to the new pump, understanding all instructions provided by technical support.